Event description:
An optometrist reported a case of "trace/one plus" bilateral diffuse lamellar keratitis (dlk), observed near the inferior flap margin at seven days post lasik treatment. Reporter indicated pt treated with increased topical steroid eye drops. Pt noted an increase in halos, or glare, photophobia, and blurred vision. Additional information has been requested. There are two related reports for this pt. This file addresses the pt's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).